Manufacturer narrative:
Batch review performed on 26 august 2019: lot 189636: (B)(4) items manufactured and released on 21-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two other similar events reported. Additional implant involved liner: versafitcup dm 01.26.2850mhc double mobility hc liner 28/dme (k092265), lot. 1810743. Batch review performed on 26 august 2019: lot 1810743: (B)(4) items manufactured and released on 13-feb-2019. Expiration date: 2014-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported even.

Event description:
The patient came in, one month after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and revised the head and liner. The surgery was completed successfully.